Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: this device has a potential distribution age of approximately 6 years. The number of shipments of this device are not known over the 6 years. Cause cannot be definitively determined. Evaluation: as returned, the outer carton exhibits extensive wear and tear. The distal end of the stem has punctured thru the inner and outer cavities and the end flap of the carton. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the inner packaging was compromised and the surgeon was concerned that the implant would not be sterile. The surgeon requested a new implant to be opened.